Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported noise that lead to ventricular pacing inhibition was noted on stored at/af episode during analysis. It is unknown where the noise is coming from and no electromagnetic interference (emi) source was identified. Physician does not suspect a lead problem but rather a filtering problem or sensing algorithm problem with the device. Lead sensing and impedance trends were stable. No intervention was performed. Patient was stable before, during, and after the incident.